Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system stopped working with no system message displayed during a surgical procedure. The system was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was able to confirm the reported event. System message (sm) - [battery is missing, disconnected or discharged] was displayed in the event log. The nonconforming 12v battery was replaced. The system was then tested and met all product specifications. The system was manufactured on july 5, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming 12v battery. The manufacturer internal reference number is: (B)(4).